Event description:
Drain and reservoir were utilized after a femoral-popliteal bypass graft. During removal of the drain, a portion broke and remained in the pt's leg requiring return to surgery for surgical removal. Upon gross exam of the drain post removal, there was no evidence of damage to the drain by surgical techniques.